Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported a patient underwent lasik in both eyes. At one day post-operative appointment, diffuse lamellar keratitis (dlk) was noted. Flap was lifted the next day. Approximately one week later, dlk was noted to be resolved. The patient is back to routine follow up care.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the event date. Review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfile showed that the user performed one energy check at system startup and then performed multiple other treatments without further energy checks that day. According to the user manual, the user has to perform an energy check manually at least after 120 minutes. The related treatment could not be identified. The review of the complete day showed no abnormalities or deviations which could contribute the reported issue. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2020-15475.